Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0xcnu, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
A manufacturer representative reported that an implantable neurostimulator was implanted in a patient 14 days after the use by date. The patient's indication for use is noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No patient symptoms or other device issues were noted. If additional information becomes available, it will be added to the event and a supplemental report will be filed.